Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. There were no additional adverse patient effects reported. The ICD remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to hepatitis. There were no additional adverse patient effects reported. The ICD was successfully implanted.